Event description:
It was reported the patient experienced a changed in therapy effect. The symptoms had returned the last couple of months and had gotten progressively worse. The patient was feeling ill and was incontinent of bowel and urine. On (B)(6) 2013, the patient woke up with severe pain in the area where pump was supposed to be working. The pump had physically moved; it was unknown what caused it to move. The pump was anchored in a fat pocket when it was implanted. Patient was not physically active due to his pain. On (B)(6) 2013, the patient contacted the managing physician and went to the emergency room. An ultrasound, CT scans, x-rays, dye test and blood work was done. It wasn't confirmed at that time that the catheter was fractured. The results of the ultrasound were patient's spleen and liver were enlarged. On (B)(6) 2013, x-rays were performed and confirmed that the catheter was fractured. The plan was to move the pump to its original location and revise the catheter. The managing physician was out of town. The pump was delivering dilaudid and marcaine. It was later reported the patient had to have emergency surgery. The reporter stated "the medicine is going into his system but not his catheter." It was later reported the patient received assistance from their physician or manufacturer representative but was still having concerns. The patient had an appointment on (B)(6) 2013.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).